Event description:
The customer called and reported that he had two seizures and his doctor was unsure as to why they had occurred. Customer wished to replace out the insulin pump to see if that would rule anything out. Customer's blood glucose was 150 mg/dl during the first seizure that occurred at 1:30 am and 250 mg/dl when the second seizure occurred at 6:30 am. The customer was treated with intravenous fluids for both visits, and during the second visit, diagnostic tests were administered. It was advised that the customer discontinue use of the device and revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump passed the delivery accuracy test.